Event description:
A customer notified baxter corporate product surveillance (cps) that air was observed in the pressure pump of a cl blood set y-typelarge 170-260 filter hand pump after infusion. It was reported that the tubing ran dry when the bag was switched out. During a follow-up with the customer, it was stated that the nurses were not regulating flow per the label copy. The nurse was not properly seating the tubing in the regulating roller clamp. Since the event, there has been a retraining and no further issues have occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was not available so the root cause cannot be determined. If additional relevant information or samples become available, a follow-up report will be submitted.